Manufacturer narrative:
Correction: in the initial report, pt identifier contained customer initials. With the explanation that in some countries outside the us, customer information pt identifier is not provided due to privacy laws". Pt sex: was incorrectly marked "female". It has been corrected. In the initial report it was documented that the "nomal" control was tested in addition to the low control. Correction: " high" level contour next control was received and tested. Product information: lot# 2541, exp. Date 03/31/2014, manufacture date 09/01/2012.

Event description:
The diabetic association of (B)(6) alleged high readings on a customer's contour next usb meters. A bayer sales rep from (B)(6) had run the low and high level control solutions on a customer's contour next usb meters and found the readings to be high out of range. No adverse events alleged. The complaint did not meet the criteria to be reported at the time of the call, but the control solutions were returned for evaluation the meter did not automatically mark them as a control tests, which will be displayed as a blood results when accessing the meter's memory.

Manufacturer narrative:
Normal level contour next control was received and tested also: product information: model# not provided, lot# 2436, exp date: 10/31/2013, manufacture date: 04/01/2012. The low and high controls were returned and evaluated by qa. All results with the returned low an high control did not mark as controls and the high control read high out of range. E21 errors were also observed. All results with in house controls were marked as controls and read in range.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.